Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead appeared to be exhibiting noise and non-capture. No asystole was noted on the electrograms (egms). A surgical revision was performed, and it was discovered that this lead was not correctly placed in the device header. This was resolved, and normal function was noted. No additional adverse patient effects were reported. The lead remains in service.